Event description:
It was reported by the customer that a pyxis anesthesia es system logged a user off multiple times displaying a blue screen asking for a password, in the middle of a case. The customer stated that pharmacy had to enter room during the case and reboot the device manually twice before it started working again. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation of the actual device used in this incident was carried out in a separate complaint file, (B)(4). Where it was determined that the device's hard drive sata cable required to be reseated. The hard drive cable was reseated, and the station was tested. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b3, d4, e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-jan-2022 to 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system logged a user off multiple times displayed a blue screen asking for a password. The field service engineer confirmed that the issue was resolved by the customer. The system was functional as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system logged a user off multiple times displaying a blue screen asking for a password, in the middle of a case. The customer stated that pharmacy had to enter room during the case and reboot the device manually twice before it started working again. There were no adverse events or injuries reported based on this event.